Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was a breach in aseptic technique further described as noncompliance, as the patient did not wear a mask. It was reported the patient was noncompliant with pd therapy, further described as the patient did not perform pd therapy for about 2 days. The patient was found to be ¿out of it mentally¿ due to not performing pd therapy and was taken to the hospital. The same day, the patient was diagnosed with peritonitis. On an unspecified date, during the month of the event the patient was treated with intraperitoneal (ip) ancef, (dose and frequency not reported) and oral bactrim (dose and frequency not reported). It was reported the antibiotic therapy was ongoing. At the time of this report, the patient remained hospitalized and the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Nineteen days after being hospitalized for the event, the patient was discharged and reported to have recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.